Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g4, g7, h2, h6 (evaluation method codes), h10, h11 corrected fields: b5.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had gas loss warnings. It is unknown the circumstances under which the event occurred; however no there was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to find that there were "gas loss in iab" warnings in the logs. The error messages would indicate a possible issue with the iab connections. The fse then completed a full system test with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had gas loss warnings. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.